Event description:
It was noted during a procedure on (B)(6) 2023, the patient's right ventricular (rv) lead presented with visual insulation damage. The rv lead had stopped pacing and was capped and replaced within the same operation. Post-procedure the patient was discharged.